Event description:
It was reported that the person with diabetes reported that she can see insulin pooling at the connector portion of the infusion set. The patient stated that the insulin was not absorbing and getting into their body causing them to go into dka. When the patient went to change their infusion site, they noticed pooling of insulin at the site. They stated that the pump shows insulin on board, but she does not feel like she was getting the insulin needed as their glucose was skyrocketing and they cannot seem to get it down. The patient feels like there may be an issue with the infusion sets that they had. There was a leaking at the infusion site. Moisture was pooling at the connector portion of the infusion site. Photo was provided. The operator of the device was the lay user or patient. No patient harm or no patient injury. Patient details were provided: the patient is a 42 years old non-hispanic/latino white female weighing 161. The event occurred during set up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.